Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit alarmed with low inhale pressure. The customer contacted product support and the user was consulted on how to work with the device in terms of setting the alarm limit parameters. The customer reported that the unit was in use on patient , but there was no patient harm reported. Patient information and repair information were requested from the customer, but no response received.

Manufacturer narrative:
G4:02apr2021. B4:18jun2021. The customer reported that the unit was in use on the patient, but no patient harm was reported. No delay in therapy and no medical intervention were reported. There was no device malfunction. Per the key market, it was not an error of the ventilator. The doctor didn¿t know how to maintain the alarm. There was no part replaced.